Manufacturer narrative:
Correction h11: the service history review identified the device has been previously serviced but greater than 12 months ago. There is no indication that the parts replaced during servicing caused or contributed to the reported event.

Event description:
It was reported that a spectrum infusion pump alarmed error code 322 (link switch error (low)) in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "error code 322" was reproduced. A review of the event history log revealed "system error 322" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the failed lower link switch. The lower auxiliary required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.